Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 12.6 cm to 13.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.